Event description:
It was reported when using the bd vacutainer® flashback blood collection needle customer found foreign bodies on the needle wall. The following information was provided by the initial reporter. The customer stated: ¿when the teacher in the blood collection room of the outpatient department was preparing the venous blood collection operation for the patient, when he opened the packaging of the blood collection needle, he found that there were foreign bodies on the needle wall of the blood collection needle. Due to the timely discovery, no harm was caused to the patient, and then the teacher reported the head nurse.¿

Manufacturer narrative:
Investigation summary: "material #: 301746, lot/batch #: 2084093, bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. The nature and origin of the foreign matter could not be determined from the photos based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."